Manufacturer narrative:
This report is submitted on july 4, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown whether there are plans to reimplant the patient, as of the date of this report. The patient is currently wearing their processor device on a soft band.